Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient started vomiting again suddenly. They had been that way for the last 24 hours prior to the report. It was noted that the patient had a lady land on them and crashed into the patient. No further complications were reported or anticipated.